Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation from the device rubbing on her breast reduction scar. It caused a welt that opened up. The patient's plastic surgeon advised the patient to let the area heal. The patient's cardiologist was made aware of the irritation, but nothing was prescribed. Follow-up attempts were unsuccessful, and the outcome of the irritation is unknown.